Event description:
It was reported that a patients personal diabetes manager (pdm) is not holding a charge and is hot to the touch.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.